Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: as reported, some difficulties were encountered when scanning the bar codes on the patient labels. Manufacturing records review did not identify any irregularities during the final packaging inspection process. No visual anomalies were observed during the packaging process on the bar code, otherwise the product would not have been authorised for distribution. It should be noted that the bar code functioning is not inspected during the packaging process. Further investigations are still on-going to identify the root cause and implement the appropriate actions.

Event description:
Reportedly, the patient stickers (small label) inside the packaging box could not be scanned, and there was no response to scanning. The bar code of the outer box can be scanned.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient stickers (small label) inside the packaging box could not be scanned, and there was no response to scanning. The bar code of the outer box can be scanned.